Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of capsular contracture, grauloma, rupture, cyst-ndr, sclerodema-ndr and gel bleed was requested on (B)(6) 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, "small intracapsular collection", "silicone induced granuloma", and "gel-bleeding". Also reported the non device related events of "simple cyst" and "grayish erythematous plaque- skin scleroderma)". The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 biopsy and f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, gel bleed.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, "small intracapsular collection", "silicone induced granuloma", and "gel-bleeding". Also reported the non device related events of "simple cyst" and "grayish erythematous plaque- skin scleroderma)". The device has been explanted.

Event description:
Healthcare professional reported via diagnostic testing left-side capsular contracture baker grade IV and "foci of signal alteration on the interior of implants inferring altered permeability (water-droplet)", "silicone-induced granuloma", "gel-bleeding", "scleroderma" (not device related), and "small cyst." Patient representative reported recall and "fatigue"(not device related), "hardening and swelling, constant pain that radiated to arms, significant reduction in vitality/sleeping", and "resection of an extensive wound on the left breast with grafting¿. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late, delayed healing, and silicone migration.